Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was initially treated with intraperitoneal vancomycin (1.5g, frequency not reported). The patient was later treated with oral ciprofloxacin (500mg daily for 4 weeks) and intravenous imipenium (500mg every 12 hours for 4 weeks) for the event. The patient was transferred to hemodialysis. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. No additional information is available at this time.